Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the range of 212 mg/dl to 279 mg/dl from her dario meter compared to a bg reading of 142 mg/dl from her other device.